Event description:
Healthcare provider reported a left side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on (B)(6) 2022, with catalog number mcghan-360. Analysis of the returned device identified, crease fold, brown particles in the shell and opening on radius. Leak test and microscopic analysis was performed which identified, striated opening on radius and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: striated opening assessed, as surgical damage.

Event description:
Healthcare provider reported, a left side deflation. The device was explanted.